Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels. Customer's bg was 40 mg/dl. Cause was not known. No additional information was provided. Recommendation was made to consult with a healthcare provider regarding diabetes management.